Event description:
The customer reported results were not matching between modes (open vial/close vial) for the same sample on the coulter act diff 2 analyzer. Erroneous results were not reported outside the laboratory. There was no death, injury or affect to patient treatment. There was no exposure to open wounds or mucous membranes from leaking components.

Manufacturer narrative:
The field service engineer (fse) found open vial and close vial does not match/unit does not reproduce. This was caused by baths not draining due to the waste filter being clogged. He replaced waste filter to resolve the bath drain issue. (B)(4).